Manufacturer narrative:
H6: investigation summary: no samples (including photographs) were returned for the reported issue of aspirate draw cannot/ difficult and barrel cracked with lot 2277716 number regarding material number 300852, so retention samples were used for investigation. The device history review of material number 300852 with lot number 2277716 was checked and there was no quality notification found on this lot from its production date to till end of dispatch. The investigation and simulation were carried out on retention samples where the investigating team has visually tested the retention samples for cracked barrel and no cracked barrel was found in the retention samples. One sample was used for plunger movement force and plunger movement force was found within limit. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported while using bd discardit¿ ii - 2-piece syringe there was damage to the barrel. There was no report of patient impact. The following information was provided by the initial reporter: customer was using bd discardit 5ml with 22g needle and he was not having any complaint earlier in this case and after using 23g thin walled needle he is facing complaint of blood clot and also he has to apply more force to suck the blood and also has complaint of breakage of barrel, one incident he used 23g needle thin walled and checked for platelate count which was 23000 count while he used 22g needle he found that platelate count was increased to two lacs, 2l.

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit¿ ii - 2-piece syringe there was damage to the barrel. There was no report of patient impact. The following information was provided by the initial reporter: customer was using bd discardit 5ml with 22g needle and he was not having any complaint earlier in this case and after using 23g thin walled needle he is facing complaint of blood clot and also he has to apply more force to suck the blood and also has complaint of breakage of barrel, one incident he used 23g needle thin walled and checked for platelate count which was 23000 count while he used 22g needle he found that platelate count was increased to two lacs, 2l.